Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that leads were replaced due to the fact that one of them was fractured and the other was not in an anatomical position to properly give stimulation therapy to the patient.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient underwent lead revision on (B)(6) 2023 for an unknown reason. Therapy restored. Related manufacturer reference number: 1627487-2023-00830.